Manufacturer narrative:
Product implicated is a 2 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section measures 16.5cm and the distal section (tubing only) measures 16.3cm. Lot history review was not possible since no lot number was indicated. The catheter separated 16.3cm from the distal end. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down proximal to and distal to the break site and just distal to the reinforcing shim. There is adhesive residue on the catheter tubing adjacent to the break site. The ends appear to mate. These sings indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."